Event description:
It was reported that the patient had been experiencing chronic pain in 2011 and was implanted in 2011. Following the implant, the patient did not show up for a post-operative follow-up appointment. The healthcare provider (hcp) did not know what type of pain or where the pain was, but that the patient was experiencing chronic pain in 2011. The patient last saw an hcp in (B)(6) 2011 but didn¿t show up for a follow-up. The hcp was trying to coordinate something with the patient because another hcp met with the patient the month prior; the hcp visit was on (B)(6) 2015. The patient had excessive medications requested and that hcp did not feel comfortable providing the patient with the medications. The patient had a 30-day supply of pain medications from the hcp visit in (B)(6) that would run out the weekend of the report. They made an appointment for the manufacturer representative (rep) to see the patient the next week, the hcp believed it was (B)(6) but was not sure. It was then reported that the patient fell on their back left side, which was where the battery was placed. Shortly after the patient felt some burning sensation and pain at the pocket site. They felt the burning sensation and pain at the pocket site where the battery was. Patient status at the time of the report was alive no injury. The symptoms or complications associated with the event were burning sensation and pain at the device pocket and left side of the implant. There was no alleged product issue and it was unknown if action was requested. Diagnostic testing or troubleshooting that was performed was impedance testing. The impedance check was done and it was good when tested. It was then reported that the patient still had pain at the battery site. The patient had not turned on their stimulator since they fell. The patient was looking for an hcp so that they could evaluate the patient further. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).